Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the bag ripped when the specimen was attempted to be pulled though the incision. Surgeon used another bag and made incision slightly larger to successfully remove specimen. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.